Event description:
The customer reported that the service wrench and attention icons were illuminated on their device and the device would also not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted and would not allow the device to power on. Physio also observed that two filters, designator fl9 and fl10 from the analog pcb had electrical leakage but it wasn't significant enough to deplete the internal hlc batteries. It was also observed that the hlc cells bt1 and bt3 were damaged and could not hold a charge.